Event description:
In 2005 pt augmented with mcghan saline implants - none desires to be larger and fuller. No problem with current implants. In 2006, pt underwent bilateral implant removal. Augmented with mentor silicone gel implants. Implants removed intact - no problems.